Event description:
(B)(4). I actually got essure coils placed in 2003 but the calendar above wouldn't go back that far. After getting the coils, my periods became much heavier. So heavy I sometimes couldn't leave the house. My periods lasted about 17 days and I only had a week between periods. My doctor suggested and performed uterine ablation. I also had large cysts on one ovary and the ovary had to be removed. In the time since ten, I have terrible migraines, lower back and joint pain. My hair has become thinner and my teeth have become sensitive. One tooth broke in half while I was brushing. My skin has become sensitive to everything.